Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose reached 300 mg/dl while wearing the pod between 4 and 24 hours, while wearing the pod on the hips/buttocks. The needle mechanism did not retract as intended during activation and the cannula was bent. For treatment, a correction bolus was attempted.